Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (mother) for the patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed inaccurate low control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2016 around 10:00pm. The patient reported that she obtained alleged inaccurate high control solution results of 97 and 112mg/dl on the subject meter. The patient manages her diabetes with insulin pump therapy and the reporter stated that she made no change to her usual diabetes management routine as a result of the alleged product issue. The reporter stated that around 30 minutes after the alleged product issue began the patient developed symptoms of anxiety and threw up. The reporter denied that there was any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct control solution was used and the alleged result fell outside acceptable range. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. However, the cca noted that the patient was using the incorrect testing steps. The patient did not have control solution to complete another test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.